Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert injector system. During surgery, the capsular bag broke which required a vitrectomy and lens removal/replacement with a different intraocular lens model. Reference MDR# 2031924-2010-00204.

Manufacturer narrative:
(B)(4)